Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. No product samples, videos were returned for investigation. However an image was provided by the customer showing a separation of the tubing. With out the return of the reported sample a probable cause could not be determined. A device history review (DHR) review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
The device is not available for evaluation. A photo was provided by the customer, investigation is pending. The lot number of the device that was in use is unknown. The customer identified three possible lot numbers (plots). The possible lot numbers are 5166589 (expiry date 1/1/2024 , MFR date 2/1/2021), 5214361 (expiry date 3/01/2024, MFR date 4/01/2021), 5106958 (expiry date 12/1/2023, MFR date 12/1/2020).

Event description:
The event involved a safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port that the customer reported the line spontaneously broke off where there was no connection not while the line was being manipulated for blood draw nor monitoring. The report also states that due to the breakage, the patient began to exsanguinate due to arterial blood loss from the broken line and lost approximately 50ml of blood. The nurse noticed it immediately, applied pressure, and changed the arterial line set up. There was no medical intervention required. The customer stated the patient remained hemodynamically stable. The safeset is attached to the patient¿s arterial catheter which was sutured at the site with a tegaderm dressing on top. The arterial line was placed on (B)(6) 2021 at 1514 and removed on (B)(6) 2021 at 1300. There was patient involvement and the patient was reported to be stable with ongoing of monitoring of line and no report of harm.